Manufacturer narrative:
(B)(4). A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The pump passed the displacement test. The insulin pump was received with scratched case, cracked case, cracked lcd window, broken battery tube threads, case cracked behind the insulin pump at the corner of the belt clip rails, broken belt clip rail, missing serial number label, and end cap address label faded. Unable to perform the displacement test due to damage on the insulin pump case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on screen and battery chamber. The customer¿s blood glucose level was 5.3 mmol/l at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.